Event description:
It was reported that, during procedure, there was a loud popping noise and the fiber cracked, blowing the debris shield. The debris shield and the fiber were replaced to complete the procedure. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. According to the device instructions for use (IFU), the following is cautioned: a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. And inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. According to the device instructions for use (IFU), the following is cautioned: a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. And inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available and investigation performed, it is likely that the wear and tear of the uv curing system contributed to an increase in fiber break incidents. This condition indicates inadequate control and maintenance of manufacturing equipment; therefore, a conclusion code of quality control deficiency was assigned to this investigation.

Event description:
It was reported that, during procedure, there was a loud popping noise and the fiber cracked, blowing the debris shield. The debris shield and the fiber were replaced to complete the procedure. There were no patient complications.